Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with support from technical support, successfully restarted sensor session, and confirmed error did not recur after warm-up period, with pump and cgm functioning properly at conclusion.